Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) e arlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 419678, lead; implant: (B)(6) 2011, model: 5076-45, lead; implant: (B)(6) 2005. (B)(4).